Event description:
Patient had a 14 gauge IV catheter inserted in the ed. After the patient arrived in the unit, nursing was pushing IV medicines and the patient complained of pain and burning at site. The IV push was immediately stopped and the site was inspected. The site appeared to have infiltrated. The IV catheter was removed and it was noticed that the catheter had a crease and a pin point hole at one edge. The catheter had been inserted in the bend of the elbow and it is believed that the patient bent their elbow bending the catheter which caused the crease. After bending several times it made a hole in the catheter.